Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis investigations replicated/ confirmed the customer reported complaint "broken cable." The instrument was found to have the conductor wire with damage insulation at conductor wire cap. As a result, the yaw pulley was found with thermal damage. This failure is commonly caused by mishandling/misuse. The conductor wire cap was found with thermal damage near the conductor wire damaged. A site history review was performed and there were no duplicate complaints identified. A system log review was performed and there were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. A review of the instrument logs for the 8mm permanent cautery hook instrument (470183-14/n13191125 0098) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. No images or videos of the event were provided for review. Technical review is not required as there was no error related to the issue. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook had a broken cable. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information. However, as of the date of this report, no additional details have been received.